Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient to ensure all clamps are closed on unused lines. There was no reported device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367, which occurred on the homechoice (hc) during drain 5 of 6. The home patient (hp) called due to a system error 2367. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc and enter the alarm log. The hp found that a system error 2240 occurred prior to the system error 2367. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was a clamp open on an unused line. The tsr informed the hp that air had been entered the system and he would need to end therapy. The hp stated that he would not restart therapy that night, and the tsr assisted the hp to end therapy. Proper procedures were reviewed. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.